Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l73883, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l73883, UDI#: (B)(4). Mdtmdt . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump. It was reported that when the patient's first pump was implanted, it took 4 months before the healthcare professional (hcp) would consider any testing. When the dye study was performed, a leak was found. The patient had a catheter revision. No symptoms were mentioned. The event date was noted to be march, 2000. No further issues were reported or anticipated.